Event description:
It was reported that pump displayed malfunction alarm with resettable code and related fault identification, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to perform pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.